Event description:
Pt with massive ugib underwent endoscopy with cauterization followed by repeat scope for recurrent bleeding. Pt continued to bleed post-scope and underwent left gastric artery embolization with poly vinyl alcohol particles. Initially successful however, pt developed increased lactate levels/abd pain. Underwent exploratory laparotomy which revealed almost total gastric necrosis and subtotal gastrectomy performed. Postoperatively, pt failed to improve and expired.